Event description:
A caller reported a malfunction on a tandem pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Customer technical support assisted the caller with resetting the pump, which resolved the malfunction. The customer was instructed to continue using the pump and to contact support if any issues recurred.